Event description:
The customer reported hemoglobin (hgb) and hematocrit (hct) results did not reproduce, for one patient, involving coulter act diff 2 analyzer. The questioned results were 16.6 g/dl for hemoglobin and 46.5% for hematocrit. Review of the patient data also indicates elevated white blood cell (wbc) and platelet (plt) results without system flags compared to the reference results. The patient sample was sent to a reference laboratory where hgb and hct results were considered correct and reported. The customer was advised to use proper personal protective equipment prior to troubleshooting. The customer verified and adjusted the hemoglobin voltage to the correct level then performed two successful system startups. The customer then performed quality control and analyzed patient samples with acceptable results. The erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer indicated hgb and hct results for a second patient were considered correct after further data review and did not impact patient outcome. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone.